Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The difficulty inflating the device was able to be confirmed due to a kink in the shaft. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a mildly calcified, moderately tortuous left superficial femoral artery interventional procedure, during advancement for pre-dilatation, the fox sv balloon delivery system met some resistance with the patients' anatomy and once at the lesion, reportedly, there was difficulty inflating the fox sv balloon with a non-abbott inflation device. The fox sv balloon delivery system and fox sv balloon were removed without resistance or difficulty and another fox sv balloon was used successfully for the procedure. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.